Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the intensive care unit within the hospital as they experienced respiratory arrest and had a secondary ventricular fibrillation (vf) episode with an external shock required. Upon review of the vf episode, the health care professional (hcp) involved indicated that it presented poor morphology with varying amplitude and that functional undersensing was present. Technical services (ts) reviewed data from the device and found that several non-sustained ventricular tachycardia episodes had been stored, which can point towards a scenario where the device did not treat the rhythm because it did not fulfill duration criteria per current programming. Additionally, it was discussed that the episode had alternating signals in amplitude, from large signals to small signals but in a very slow fashion, and that there were some beats that were not sensed because they appeared after a large signal. Troubleshooting steps were provided to further evaluate the reported observations, and reprogramming options were recommended in order to program the duration shorter, so that therapy can be delivered sooner. At this time, no further information is available. The device remains in service and no additional adverse patient effects have been reported.